Event description:
It was reported that the patient had a shocking or jolting sensation. This occurred after exposure to a theft detector or security gate. The device was turned on during the exposure. The source of the exposure was from a store theft detector. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-41, lot# va01sjj, implanted: (B)(6) 2013, product type: lead. (B)(4).